Manufacturer narrative:
Method: actual device not evaluated; no testing method performed, as product not returned to cbi. Results: no results available since no eval performed, as product not returned to cbi. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included. A review of the claim allegation and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by complainant, details regarding a specific correlation between the surgisis es soft tissue graft system's performance and the alleged injury remain unk. A root cause of the claim allegation is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney, if/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with the surgisis es soft tissue graft system, on or about (B)(6) 2007, and an ethicon gynecare tvt system, on or about (B)(6) 2007, and an ethicon gynecare tvt system, on or about (B)(6) 2007. Both surgeries took place at (B)(6) medical center, and were performed by dr (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain and injury. The following info was not provided by the complainant: specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type / to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current pt status.